Manufacturer narrative:
H.6. Investigation summary. Customer returned a large box of sealed 5mm, 30g autoshield duo samples from lot # 8347605. Thirty of these returned samples were tested and all were able to activate properly without any observed defects. The sample shown in the attached photos was not returned with the sealed samples. Investigation summary: customer returned photos of a 5mm, 30g autoshield duo from lot # 8347605. Customer states that the pen needles would not lock into place and continued to turn and when removing the needle from the pen, the spring is unloaded and not correct. The attached photos were examined and exhibited a pen needle with a partially separated non patient shield that is protruding past the end of the sleeve of the pen needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Three photos of a 30g x 5mm safety pen needle were returned from lot. No. 8348605, cat. No. 329515. Visual examination was carried out and it was observed that the np shield was separated from the needle. CAPA 478527 was raised to address this issue.

Event description:
Material no: 329515 batch no: 8347605. It was reported that during use of the bd autoshield duo pen needle 30ga 5mm the lot number had at least 2 pen needles that would not lock into place and continued to turn. When removing the needle from the pen, the spring is unloaded and not correct. This occurred on 2 separate occasions but the patient information is unknown. The following information was provided by the initial reporter: we had an issues with some insulin needles. Risk management received a call on the bd autoshield duo lot # 8347605 insulin pen needles. The lot number had at least 2 pen needles that would not lock into place and continued to turn. When removing the needle from the pen, the spring is unloaded and not correct.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 329515, batch no: 8347605. It was reported that during use of the bd autoshield duo pen needle 30ga 5mm the lot number had at least 2 pen needles that would not lock into place and continued to turn. When removing the needle from the pen, the spring is unloaded and not correct. This occurred on 2 separate occasions but the patient information is unknown. The following information was provided by the initial reporter: we had an issues with some insulin needles. Risk management received a call on the bd autoshield duo lot # 8347605 insulin pen needles. The lot number had at least 2 pen needles that would not lock into place and continued to turn. When removing the needle from the pen, the spring is unloaded and not correct.